Event description:
The customer reported the needle could not be retracted, however, when the sample was received it was determined the needle separated from the stylet.

Manufacturer narrative:
The sample was received on 23 may 2008 and is currently being decontaminated. Add'l info has been requested. Upon decontamination and completion of the investigation, a supplemental report will be submitted. Date submitted: 02 june 2008.